Event description:
On (B)(6) 2008, I underwent a left total hip arthroplasty. I received a depuy hip system consisting of a pinnacle sector ii acetabular cup size 52 mm, with a 36 mm x 52 mm pinnacle metal insert, the femoral stem was a corail stem with collar, and the femoral head was 36 mm -2. Soon after surgery, I began experiencing pain and difficulty with my implant. On (B)(6) 2008, I underwent a right total hip arthroplasty. I received a depuy hip system consisting of a pinnacle sector acetabular cup size 52 mm, with a 36 mm x 52 mm pinnacle metal insert, the femoral stem was a corail stem with collar, and the femoral head was 36 mm +1.5. On (B)(6) 2011, I underwent blood testing which showed that my cobalt and chromium levels in the blood were elevated. My cobalt level was 7.3 and my chromium level was slightly elevated at 2.1. On (B)(6) 2011, I underwent an ultrasound procedure which showed that I had fluid collection in my left hip. Since the implantation of the pinnacle device, I've experienced inflammation in my left and right thighs and left and right hip areas. I've also felt extreme discomfort when sitting, walking, or standing for periods of time. I'm often confined to my wheelchair and experience numbness in my legs. Reason for use: left hip osteoarthritis bursa, right hip osteoarthritis, avn.